Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issues. The system board was replaced to solve the reported issues. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. Additionally, their device had logged an event code in the memory which potentially will not allow the use of the device. There was no patient use associated with the reported event.